Manufacturer narrative:
(B)(4). The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. Evaluation reproduced the reported symptom of "sharp watch dog time out" at power-up. The device was determined to not meet all product specifications related to the reported event. The "sharp watch dog time out" was verified. The cause was determined to be software related. The processor printer circuit board was reprogrammed and the software was upgraded. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a sharp watch dog time out error during patient use (medication, programmed amount and delivery rate unknown). The customer also stated that the device was swapped out and that there was no patient injury. No additional information is available.